Event description:
It was reported that the patient underwent a posterior lumbar surgical procedure to treat degenerative scoliosis. It was reported that the tip of the driver broke off during the insertion of a screw. The tip was retrieved from the patient. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Macroscopic examination confirms approx. ~8mm portion of the driver tip is broken off and not returned for analysis. Microscopic examination of fracture surface identified an angulated quasi-brittle fracture surface, with no indication of fatigue or torsional overload. The angle of the fracture surface, in addition to the absence of evidence of torsional overload, primary instrument function suggest failure due to bend stress overload. Dimensional inspection verified shaft diameter and material hardness to be within print specification. The above observations are consistent with bend stress overload.